Manufacturer narrative:
(B) (4).

Event description:
The device displayed a power-on-reset condition with a "call your doctor" icon, error code: _1 following a scope procedure with electrocautery. The pt was seeking a new physician due to relocation. Further info is being requested at this time.